Event description:
The pt used the suspect device to check their blood glucose and thought their level was high due to results of 446, 363, 323 and 215 mg/dl. Pt then administered insulin throughout the day to bring the glucose level down. Pt then became incoherent and retest at 206 mg/dl. An ambulance was called and their meter read 35 mg/dl. Pt was placed on an IV and ate two bowls of oatmeal and toast. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.